Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#: 1627487-2012-04655. The pt received two leads with different lot numbers. It was reported the pt had fallen. The sjm rep met with the pt for reprogramming. It was reported one of the leads had invalid contacts. Reprogramming was able to provide stimulation coverage using the valid lead.